Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The target lesion was the distal right coronary artery (rca). In attempting to position the taxus liberte paclitaxel-eluting coronary stent 2.50x16mm, the stent "got caught up in the calcium". The physician had to remove the entire stent delivery system as one in order to retrieve the device from the pt anatomy. No pt complications were reported.

Manufacturer narrative:
(B)(4).